Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the implantable cardioverter defibrillator (ICD), the physician put the lead into the device header and found that the pin was not fully seated. The physician backed out the screw and then could not re-engage after several attempts. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.